Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline fault alarm and the pump stop alarm went off. The patient complained of dizziness and was short of breath during the episode. The system controller was changed out and the symptoms resolved. A review of the log file by the manufacturer's technical services noted a driveline fault alarm; however, no pump stop events were captured in the log. There were no adverse alarms or events leading up to the driveline fault alarm.

Manufacturer narrative:
Approximate age of device: 12 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The reported event of a driveline fault alarm was confirmed during analysis. The information recorded on (B)(4) revealed that a driveline fault alarm became active. The data captured approximately 1 minute and 31 seconds later revealed that the recorded actual speed decreased to 0 rpm and there was a driveline disconnect alarm recorded. The last two recorded entries indicated that both power cables were disconnected. During further evaluation of the system controller the driveline fault alarm was reproduced; however the system continued to operate with no speed interruptions and the pump stoppage event was not reproduced. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.